Manufacturer narrative:
Upon review, it was identified that the product problem (b1) was inadvertently omitted in error from initial and has now been provided. Corrected information has been provided in d1 brand name. Upon review, it was identified that the implantation date (d6a) was not available at the time of the initial report and has now been provided following follow-up. Upon review, it was identified that the explantation date (d6b) was not available at the time of the initial report and has now been provided following follow-up. The root cause for the reported controller error alarm and the loss of placement signal was due to the optical bench fw communication protocol anomaly.

Event description:
It was reported that a patient implanted with an impella cp lost the optical signal. The supporting automated impella controller (aic) was replaced to resolved the issue. Later, the patient was declared do not resuscitate and expired.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Logs from the day of the event are consistent with the complaint and indicate a controller error alarm: controller error. Root cause: the root cause for the reported controller error alarm and the loss of placement signal was due to the optical bench fw communication protocol anomaly.